Event description:
It was reported that during a laprascopic hysterectomy procedure, the knob min and max only functioned intermittently during the procedure. The customer used another device to complete the case. There was no pt consequence.